Event description:
Additional information: it was reported that the dosage was decreased and the patient "became more awake".

Event description:
It was reported that the patient was at the hospital "non-responsive". The healthcare provider interrogated the pump, and found that patient had a morphine/baclofen combination in the pump, with a refill due on (B)(6) 2012. The patient had not been adjusted recently. The healthcare provider at the hospital did turn the pump down by 6 % as the patient was reportedly "always sleeping". Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).